Manufacturer narrative:
This supplemental report is being submitted to retract the previously reported event of a false positive result. Further review of the case determined that there was no allegation of a product malfunction or a false positive result. Therefore, this complaint is considered not reportable.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported an unconfirmed false positive result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on an unknown sample. The consumer reported that the test results had both horizontal and vertical lines in the display. The consumer reported that he was flying out the next day and wanted to make sure he did not have covid-19 but stated that he is also fully vaccinated. No additional patient information, including treatment and outcome, was provided. Technical services determined during the call that the display window was cut a little too wide and that only the horizontal line are valid. No further information was provided.